Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Beginning on an unreported date, the patient was treated with vancomycin injection 1 gram once in five days intraperitoneally (duration not reported), fortum injection 1 gram once per day intraperitoneally (duration not reported), and heparin injection 2000 international units three times per day intraperitoneally (duration not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.